Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse inspected the electronic components in the ssc visually and found that the medical grade power supply (mgps) was damaged with burnt marks. The fse replaced the mgps. The system was tested and verified as ready for use. Isi has not received the mgps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the site's system logs for the reported procedure date could not be conducted by technical support when the customer called for troubleshooting assistance as there was not enough information provided to identify which of the procedures from that date was associated with this record. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the system had smoke from the ssc during initial power on. While there was no report of patient involvement or user harm, smoking of the device could be indicative of an electrical/insulation failure that has the potential to cause of contribute to patient or user harm if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system had smoke from the surgeon side console (ssc) during the initial power on and had no light emitting diode (led) status on the ssc. The procedure was aborted with no patient involvement. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 03-may-2022: the customer noticed a smoke from the ssc while connecting the electrical plug to the hospital socket. The reported issue occurred during the initial system startup and there was no patient involvement. The customer noticed smoke from the ssc when the electrical plug connected to hospital wall socket. The procedure was completed laparoscopically. The patient demographic information was requested but unavailable due to hospital privacy policy.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, and h10 intuitive surgical, inc. (Isi) has received the illuminator involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. In-house fa found several instances of error 95 while reviewing the remote error logs which stated a board had reported a temperature that was beyond the operating range. Fa installed the illuminator into a pca test system, and the system started up without any errors, white balance was successful, and vision test passed. The fa checked the vision quality (noise, colors, sharpness, 2d-3d modes) and verified all video input-output ports. The system was booted up in normal mode and let it idle for 10 minutes. The system was power cycled 10 times, no issue occurred after extensive use. However the fan was stopped during the power cycle and the illuminator was getting warm. Isi has also received medical grade power supply (mgps) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. In-house fa performed the visual inspection and found that there were burnt marks around the fans area and the cover fan was corroded. Also, there was smell coming from the smoke of the mgps. Therefore, it was not installed due to a safety issue.